Event description:
It was reported on (B)(6) 2016 that the physician¿s hand held is not functioning. No troubleshooting has been performed and no additional information has been received to date.

Manufacturer narrative:
Suspect device software version: (B)(4).

Event description:
Information was received indicating that the malfunction with the hand held device was suspected to just be due to the battery of the hand held being depleted. The sales representative up was able to troubleshoot the hand held though with his demo generator and stated that it worked fine. He also learned that the issue was that the hand held would not turn on which is why the nurse had reported it. After he spoke with the physician he stated that she just thinks that the hand held was not powering on because of a depleted battery. The hand held was not plugged in when she went to use it prior to troubleshooting by the representative, so she plugged it in, the battery charged and when troubleshooting was performed on the demo the device worked fine. The patient who was mentioned to be involved was never unable to be interrogated as she did not show for an appointment.